Manufacturer narrative:
A: no patient involved with this event. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that heartmate touch would not pair with the wireless bluetooth adapter. The button was pressed on the bluetooth adapter, but the adapter was still blinking blue and the heartmate touch screen still showed the display message "connect to heartmate device." The engineer was notified and assisted in troubleshooting. The heartmate touch was reset, powered off then on again. The bluetooth was toggled off then on. A new wireless adapter was also connected to the power module. The button was pressed and the adapter blinked blue but the adapter was still not able to connect to the heartmate touch. The troubleshooting was performed by turning bluetooth on and off, restarted heartmate touch application, restarted ipad, tried another bluetooth adapter and called engineer, facetimed them and showed them that ipad was not connecting despite flashing blue light. The issue was not resolved and will be returned for evaluation.